Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure.according to the complainant, during the procedure, the device was orientated incorrectly. The device was positioned towards the 2 o'clock position. The user did attempt to correct the orientation by rotating the handle of the device. The procedure was completed with another dreamtome rx sphincterotome.there were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.based on the device analysis, which indicates that the working length was kinked, this is now considered a reportable event.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the device was orientated incorrectly. The device was positioned towards the 2 o'clock position. The user did attempt to correct the orientation by rotating the handle of the device. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Based on the device analysis, which indicates that the working length was kinked, this is now considered a reportable event.

Manufacturer narrative:
Although the exact patient age is unknown, it was reported that the patient was over 18 years of age.the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4): a visual examination of the returned device found that the working length was twisted and kinked. In addition, the cut wire and distal tip were twisted. A functional evaluation found that the device did not meet the minimum bowing specification due to the twisted cut wire and distal tip. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. The investigation concluded that the kink observed is likely due to manipulation of the device. Therefore, the most probable root cause classification is operational context.